Manufacturer narrative:
Submit date: 09/20/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer was contacted for additional information. During follow-up with the customer on (B)(6) 2016, the customer stated that the unit automatically reversed rotation. The issue occurred when the device was powered on without the tubing set during initial screening; before pm.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states ¿the unit automatically reversed in rotation¿. The unit was triaged and the customer¿s reported condition was confirmed. During initial triage, it was noticed that the rotor was turning clockwise manually. The gearbox was disassembled and it was noticed that the rotor shaft was worn out. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.